Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer had issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer declined trouble shooting the pump. The customer did not know if the issue was a site issue or a scare tissue that caused the problem. The customer stated that their blood glucose is under control at the moment. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. No further information was provided.